Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the cartridge and was able to resume insulin delivery. There was no adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer for additional information, but no response was received.